Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had called back in saying they were still having charging issues. They reported they talked to the rep and was told to call patient services to request new recharging equipment. The patient was transferred to repair where they would be receiving a replacement recharger. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient had poor coupling. The patient stated he had tried getting into different positions, moving the antenna, turning the antenna dial, using the holster, not using the holster, and yet he still only got 0 coupling bars. The patient stated the best he could get was in 4-5 hours the device was charged up to 75%. The patient stated he spoke to the manufacturer representative (rep) and he told the patient to give it some time to heal as the patient had a battery change on (B)(6) 2018 due to normal battery depletion. The patient did not mention any pocket concerns and stated the ins was flat and secure in the pocket site. The patient also stated his incision was healing nicely and there was no redness or swelling. Adhesive disks were sent and the patient was directed to follow up with the health care professional (hcp) . The patient had a follow up appointment on (B)(6) 2018. No symptoms or complications were reported or anticipated.